Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-07317 pertains to the other device.it was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted (B)(6), 2010. According to the complainant, as a result of the implant, the patient suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, and other injuries.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received on (B)(6) 2013 stated that the patient experienced pain due to eroded mesh, as well as, additional medical treatment & procedures.